Event description:
It was reported that procedure was performed due to instability.

Manufacturer narrative:
Results of investigation: the devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: it was reported that a lgn/gii knee was revised 2 days post implantation due to instability and the intra-op finding/realization that a hinged knee would be required. It was communicated that all primary components were revised except for the patellar component and the ¿surgeon did not blame implant¿. No clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. The root cause and patient impact beyond the reported instability and revision could not be concluded as the patient status remains unknown; however, the surgeon reportedly did not fault the implants. Should relevant medical documentation become available, the clinical/medical task may be re-evaluated. A root cause could not be determined with the information provided.